Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was rpeorted the inserter plastic pad broke during implantation of femoral component. There was no patient harm or impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint is confirmed with product return. Visual examination of the returned product identified signs of repeated use (nicked/gouged/worn) and has a piece fractured off. The device was submitted for further analysis. Analysis determined the fracture was consistent with the device fractures analyzed within an internal analysis document, which indicates overload failure or low cycle fatigue culminating in the overload failure. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.